Event description:
In may 2004, while using the sound processor, the pt reportedly experienced an uncomfortable sensation at the implant site followed by no sound percept. External equipment was exchanged. In may 2004, the pt reportedly was seen at the clinic for evaluation. Programming adjustments were made. Testing performed revealed out of range electrode array impedance values. In june, 2004, the pt was seen by a co rep. The pt reportedly was able to hear intermittently. Surgery to explant the pt's device has been scheduled.